Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles and bleeding in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, after the faradrive sheath was inserted over the wire, the dilator was removed, and the physician noticed excessive bleeding. As the physician attempted to manage the bleeding, the physician continued with flushing the faradrive sheath. The physician then noticed increased air ingress when trying to load the catheter. Therefore, the physician replaced the faradrive sheath with another sheath and the issue was resolved. The procedure was completed, and no patient complications were reported. The device is not expected to be returned for analysis as it was discarded.